Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
Our field service technician investigated the ventilator on site. The visual inspection showed that the air gas module was contaminated by water coming from the gas network. A quote to replace the air gas module has been sent to the customer. The air gas module was not received, but a report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during system checkout and alarms will be activated if the most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the anesthesia workstation must not be exceeded. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. Moreover, ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).